Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be returned for eval.

Event description:
The customer reported an ivpb medication ran back up into the primary solution bag. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.